Manufacturer narrative:
The product can not be analyzed as the complaint of infection could not be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had her entire scs system explanted on (B)(6) 2016, due to an infection in the thoracic area. Follow up information received identified the patient is doing well.